Manufacturer narrative:
(B)(4). Batch # r57v03. Device evaluation summary: the analysis results found that the pph03 device arrived with the breakaway washer present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. The device was reloaded with staples, a new washer was placed, and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoidectomy procedure, after firing the stapler, the doctor noticed bleeding on several areas of the circumference hemorrhoid tissues (blood spurting from one spot, and several other spots oozing with blood). The doctor couldn't notice if staplers were formed as bleeding was everywhere. No blood transfusion was needed. The patient's stapler line was sutured to stop the bleeding. There were no patient consequences reported. The bleeding that was controlled intraoperatively with no transfusion required.